Event description:
It was reported that the patient had been hospitalized in the intensive care unit due to diabetic ketoacidosis (dka). After experiencing an occlusion alarm, the patient's blood glucose levels reached over 500 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include hyperglycemia, vomiting and dehydration. The patient was treated with an insulin drip, as well as potassium and magnesium intravenously. The patient was released after spending one week in the hospital. The pod was removed prior to hospitalization and was discarded. Patient was also prescribed lisinopril to regulate blood pressure; 2.5mg tablet to be taken daily.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.